Event description:
It was reported that the health care professional (hcp) was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) one day post implant. Troubleshooting was performed with the assistance of technical services (ts); however, a telemetry connection still could not be established. A replacement procedure is anticipated but has not yet been performed. No adverse patient effects were reported. To date, the patient is still awaiting a revision date. Should the device be explanted in the future, an updated report will be issued.

Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) one day post implant. Troubleshooting was performed with the assistance of technical services (ts); however, a telemetry connection still could not be established. A replacement procedure is anticipated but has not yet been performed. No adverse patient effects were reported.